Manufacturer narrative:
The lot number was provided; therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation. Therefore, the investigation is confirmed for the reported deflation issue but was unconfirmed for the reported inflation issue. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the malfunction indicated that model va8088 pta balloon dilatation catheter allegedly unable to inflate and deflate. This report was received from one source. One patient was involved with no reported patient injury. Age, gender and weight was not provided.